Event description:
On (B)(6) 2022 cologuard was ordered for this patient in 2022 as part of her physical and colorectal cancer screening. Patient returned for next physical (B)(6) 2024 and asked about her 2022 cologuard results. Results were never received in 2022 via fax, mail nor available in the cologuard portal. Results requested from cologuard on (B)(6) 2024. Cologuard results received via fax on (B)(6) 2024. Results were "positive" indicating positive for colon cancer. Patient alerted and given results on (B)(6) 2024. Patient referred to gi for colonoscopy. Colonoscopy showed single 3mm polyp, no cancer. Cologuard representative alerted about the above issue twice, most recently 2 weeks ago. I requested meeting with upper management for explanation twice. No visitation from cologuard upper management to date.